Manufacturer narrative:
Concomitant: product ID neu_unknown_cath, product type catheter. Product ID neu_ptm_prog, product type programmer, patient. (B)(4).

Event description:
It was reported that the patient was currently in pain, and had been over the last month but it has gotten worse. The patient has had to be reprogrammed twice in the past and was at the healthcare professional¿s (hcp) office on the day of this report. The patient stated he ¿has had three pumps due to problems¿ and issues with the personal therapy manager (ptm) not delivering ¿6 times¿ and not working right. The patient stated that the hcp ¿tried to do something to relearn it with the pump but it didn¿t help over the past six months.¿